Event description:
It was reported by the nurse that "while adjusting ivig rate to the max rate of 240 ml/hour, rn noted the 300 ml bottle of ivig was nearly full, should be almost half empty by this time in the infusion. Per pump, 133 ml of ivig have infused, but the bottle appeared to be nearly full. Rn checked infusion pump settings. Pump settings were accurate, but the pump was not pulling from the bottle, even after the rn confirmed that the tubing was venting. Ivig moved to another channel, confirmed it was dripping". There was patient involvement but no harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? Imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported under infusion complaint was not confirmed or replicated during laboratory testing. Time rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid within specification. An internal and external inspection was performed for the suspect pump module, and no issues were found that could have contributed to the reported. No error logs were found in the log review that contributed to the reported issue. Inspection and laboratory testing of the event administration set could not be performed because the set was not returned for investigation. Under infusion conditions can be the result of back pressure, wetted filter vents (when venting is needed), incorrect disposable set insertion or incorrect container volume estimation. None of these possible causes could be investigated since it is not possible to know which if any of these conditions existed at the time of the customer¿s event. It should also be noted that variations of head height, back pressure, or any combinations of these may affect rate accuracy. Factors that can influence head height and back pressure are administration set configuration, IV solution viscosity and IV solution temperature. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device was disassembled for this investigation, please ensure proper assembly, torquing of screws, and appropriate testing is performed. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the root cause for the reported event of an under infusion could not be determined through physical inspection or laboratory testing. The device was thoroughly inspected and tested with no issues observed.

Event description:
It was reported by the nurse that "while adjusting ivig rate to the max rate of 240 ml/hour, rn noted the 300 ml bottle of ivig was nearly full, should be almost half empty by this time in the infusion. Per pump, 133 ml of ivig have infused, but the bottle appeared to be nearly full. Rn checked infusion pump settings. Pump settings were accurate, but the pump was not pulling from the bottle, even after the rn confirmed that the tubing was venting. Ivig moved to another channel, confirmed it was dripping". There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.